Event description:
According to the reporter, during videolaparoscopy nephrectomy, the device was working normally, after some time it stopped sealing the tissue, the generator was turned off and the cable disconnected and reconnected, still did not work. There was no regrasp alert reported. There was an end tone heard and there was an evidence of energy delivery. There was no active bleeding and no transfusion was required. Another clamp of the same code was opened and it worked. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the over-mold to be partially detached from the jaw. There were no missing pieces and minor damages were also noted on the devices seal plate. Functionally, the bottom over-mold was partially detached from the jaw. Damage to the seal plate did not appear to have come from a staple as it was only noticed on one side of the jaw and within the blade slot not top surface of the seal plate. It appears the damage came from the knife itself. The most probable root cause for no seal is when preparing to seal the knife was partially extended and obstructed the closure of the jaws or some other material obstructed the jaws from closing. The damage to the device's seal plate is consistent with the user engaging the knife before. The damage to the device's seal plate and over-mold is consistent with the user forcefully inserting or extracting the device jaw from a trocar instrument. Manufacturing does 100% inspection and testing during the assembly and packaging processes. The defective sample would have been rejected if found prior to shippi ng, if this was an assembly defect. No manufacturing mis-assemblies were identified. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within speci fication. The knife cut of the device was tested on a silicone test strip with satisfactory results and no electrical or wiring issues were found. It was reported that the device produced only a partial seal of the vessel. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the unit had an insulation and seal plate failure. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert and with draw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.